Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for use. The probable root cause of the problem was an absence of preventive maintenance on the device. There was no patient or user harm. There is a typo in file name. Both, this case and its initial have the file name cer 84353 - not 80353: wrong.

Event description:
On (B)(6) 2020, at the ICU, when the hamilton ventilator was being used for patient in bed no.2, the ventilator kept alarming: battery 1 needs to be replaced. In fact, this ventilator did not have oxygen sensor ever since it was used in the eicu. The manufacturer had claimed that when the ventilator power is plugged in, there is no need for the oxygen sensor and it can be turned off, because the battery life is short. At present, we have turned off the oxygen sensor, but the machine still alarms "battery 1 needs to be replaced", it is not clear which is the so-called "battery 1" ?.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference (B)(4). The report says: on (B)(6) 2020, at the ICU, when the hamilton ventilator was being used for patient in bed no.2, the ventilator kept alarming: battery 1 needs to be replaced. In fact, this ventilator did not have oxygen sensor ever since it was used in the eicu. The manufacturer had claimed that when the ventilator power is plugged in, there is no need for the oxygen sensor and it can be turned off, because the battery life is short. At present, we have turned off the oxygen sensor, but the machine still alarms "battery 1 needs to be replaced". The issue is deemed as a reportable event due to battery failure, which could result in a loss of mechanical ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur.

Event description:
On (B)(6) 2020, at the ICU, when the hamilton ventilator was being used for patient in bed no.2, the ventilator kept alarming: battery 1 needs to be replaced. In fact, this ventilator did not have oxygen sensor ever since it was used in the eicu. The manufacturer had claimed that when the ventilator power is plugged in, there is no need for the oxygen sensor and it can be turned off, because the battery life is short. At present, we have turned off the oxygen sensor, but the machine still alarms "battery 1 needs to be replaced", it is not clear which is the so-called "battery 1" ?